Event description:
The event is reported as: customer reported the ends of the catheter are sharp and jagged and cannot be inserted. No patient injury reported.

Manufacturer narrative:
No sample or lot # is available for the manufacturer to investigate. Evaluation: conclusions: no conclusion can be established based on the lack of sample. No corrective action was taken.